Manufacturer narrative:
Vyaire medical file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. However, the customer provided the log file and shows the following: blower failure alarm occurred 5 times between (B)(6) 2020, temperature blower high alarm also occured 10 times between (B)(6) 2020, and the blower temp reached 139.3 degree c on (B)(6) 2020. Advised customer to have repeat blower calibration test. Results of investigation: the suspect device was not returned for investigation. Vyaire medical determined root cause as due to user fault ; lack of maintenance / filter exchange combined with not reacting on blower temperature alarms. Informed to customer that blower needs to be replaced.

Event description:
The customer reported blower failure alarm on a bellavista 1000 during field engineering inspection. There is no patient reported associated with the event.